Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) makes whining sounds. Patient involved, but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that found drive assembly to be failing the vacuum and pressure leak test. The leak was internal to the unit. Replaced drive assembly. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.